Event description:
Our affiliate is reporting to us that the patient underwent a successful shoulder procedure with the use of 2 4.5 healix ti anchors for fixation sometime around (B)(6) 2012. Approximately 4 to 6 months subsequent to the repair, the patient presented with a "frozen shoulder." A re-surgery was performed on (B)(6) 2012 at which point it was noted that the anchors had to whatever degree backed out of the bone holes; the surgeon; the complaint anchors were removed, it was noted that the cuff was healed, however, a capsular debridement was performed to release the shoulder. No further information is being supplied.

Event description:
Our affiliate is reporting to us that the patient underwent a successful shoulder procedure with the use of 2 4.5 healix ti anchors for fixation sometime around (B)(6) 2012. At some point in time subsequent to the repair, the patient presented with a "frozen shoulder". A re-surgery was performed on (B)(6) 2012, at which pint it was noted that the anchors had to whatever degree backed out of the bone holes. Although they are saying that the anchors are still in the bone, they also state that the healix anchors were removed. This is all of the information received so far. There are questions out to our affiliate for further information and clarity also see associated MDR 1221934-2012-00343.

Manufacturer narrative:
Nothing is being returned for evaluation, which precludes conducting a physical analysis. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. The patient's status and prognosis is not being supplied. A three year review into the mitek complaints system revealed no other similar complaints for this device; in other words, this is the only complaint of its kind for this device going back three years. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device's failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.